Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fragment of the essure measures 29 mm in the left side of the pelvis'), embedded device ('coil embedded into the myometrium with a tip protruded into the endometrium cavity'), device expulsion ('coil embedded into the myometrium with a tip protruded into the endometrium cavity/ essure that was missed for the right fallopian tube was found free floating in the endometrial cavity'), endometritis ('endometritis'), uterine infection ('uterine infection') and genital haemorrhage ('bleeding') in an adult female patient who had essure (batch no. 827927) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bladder operation on (B)(6) 2011, gallbladder removal in march 2010, thermal ablation in 2006, fibroids, cough, anemia and menstrual disorder. Previously administered products included for an unreported indication: diflucan. Concurrent conditions included back surgery since 2016, stress urinary incontinence, urethral hypermobility, transobturator tape sling, vaginal bleeding, d & c, vaginal odor, yeast infection, urine incontinence, spotting menstrual, abdominal pain lower, nausea, suprapubic pain, vaginal discharge, vaginal itching, vaginal irritation, vulva disorder, pruritus, hypothyroidism, sacroiliitis, painful hips, back pain, vulval candida, spondylosis, urethral pain, dysuria, ulceration of vulva, back surgery, squamous cell metaplasia, uterine fibroid, ra, diverticulosis, paratubal cyst, menses irregular and sexually transmitted disease. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), uterine infection (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pain/chronic pelvic pain") and infection ("infection"). The patient was treated with surgery (B)(6) 2011(removal misplaced essure & ablation (B)(6) 2019 (hysterectomy, bilateral salpingectomy and novasure ablation (in 2012)). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, embedded device, device expulsion, endometritis, uterine infection, genital haemorrhage, pelvic pain and infection outcome was unknown. The reporter considered device breakage, device expulsion, embedded device, endometritis, genital haemorrhage, infection, pelvic pain and uterine infection to be related to essure. The reporter commented: (B)(6) 2011: dilatation and curettage, hysteroscopy, essure, trans-obturator tape placement. Left side : 2.5 to 3 coils right side : 08 coils (B)(6) 2012: laparoscopic tubal ligation (B)(6) 2012: hysterosalpingogram: there is evidence of one essure wire, which appears to be at least partially within the uterus in the region of the left side of the fundus date(s) of essure - on (B)(6) 2011 - hysteroscopy, removal of misplaced essure insert and novasure ablation. On date (B)(6) 2019 laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2018: findings: the linear metallic foreign body in the left side of the pelvis represents fragment of the essure. Computerised tomogram abdomen - on (B)(6) 2012: impression: 1) features consistent with malpositioned iud. 2) no inflammatory process or obstruction identified currently; on (B)(6) 2018: findings: pelvis: large heterogeneous uterus likely contains fibroids. Opaque structure in the uterus is consistent with an iud with the left-sided arm extending near the serosal surface of the uterus and this may be malposition and within the uterine wall. Impression: 1. Wall thickening involving a segment of the proximal sigmoid colon for which diagnostic considerations include diverticulitis and/or colitis. No abscess is apparent. There are a few distended small bowel loops which may represent an ileus. 2. Mild prominence of the common bile duct though this may represent chronic post cholecystectomy ectasia. 3. There are one or 2 punctate kidney stones bilaterally. 4. Fibroid uterus is suspected. Iud in the uterus which appears to be malpositioned.. Computerised tomogram pelvis - on (B)(6) 2012: CT abdomen-pelvis w-cnt: history: abdominal pain. Impression: 1) features consistent with malpositioned iud. 2) no inflammatory process or obstruction identified currently.; on (B)(6) 2018: impression: the endometrium is not well discerned. The ovaries are not seen. Fibroid uterus. Segments of the iud are visualized and there are findings suspicious for malposition of the iud. There is concern for myometrial extension of the left arm of the iud to near the serosal surface; on (B)(6) 2018: findings: there is an essure occlusion device seen in the left uterine fundus. Conclusion: 1. Multiple uterine fibroids. 2. Essure occlusion device in the region of the left uterine fundus.. Human papilloma virus test - on (B)(6) 2016: cervical high risk human papillomavirus (hpv) dna test positive. Hysterosalpingogram - on (B)(6) 2011: malpositioned essure wires as described above. Free spillage of the contrast from the left fallopian tube. Limited visualization of the uterus. Pathology test - on (B)(6) 2011: final diagnosis: endometrial curettings: - cervical mucus, blood, minute fragment of metaplastic squamous mucosa and additional very small fragments of crushed endometrial stromal-type tissue. - insufficient endometrium for adequate histopathologic evaluation.. Spinal x-ray - on (B)(6) 2016: impression: patient is status post anterior lumbar interbody fusion from l5 to s1 using an anterior bracket and screw construct. Mild degenerative changes involve both sacroiliac joints and the symphysis pubis. Mild bilateral hip joint degenerative changes are noted. There is rotatory levoscoliosis of the lumbar spine with associated degenerative changes of the lower lumbar spine. There is a 2.3 cm linear density seen projecting over the left sacrum, of unclear clinical significance; on (B)(6) 2016: impression: no evidence of complication following recent acdf at l5-s1; on (B)(6) 2016: impression: no evidence of complication following recent acdf at l5-s1. No change compared with (B)(6) 2016.; on (B)(6) 2016: impression: no evidence of complication following recent acdf at l5-s1. No interval change compared with feb2016.. X-ray of pelvis and hip - on (B)(6) 2018: history: back pain. Findings: fragment of the essure is noted on the left side of the pelvis which is a measure approximately 29 mm in length. Calcified pelvic phleboliths are noted. Metallic hardware is present in the lumbosacral region. There are no significant degenerative changes and there is no suspicious bone lesion. Conclusion: fragment of the essure measures 29 mm in the left side of the pelvis.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records irregular menstrual, pain. Device breakage, device embedded quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc(product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fragment of the essure measures 29 mm in the left side of the pelvis'), embedded device ('coil embedded into the myometrium with a tip protruded into the endometrium cavity'), device expulsion ('coil embedded into the myometrium with a tip protruded into the endometrium cavity/ essure that was missed for the right fallopian tube was found free floating in the endometrial cavity'), endometritis ('endometritis'), uterine infection ('uterine infection') and genital haemorrhage ('bleeding') in an adult female patient who had essure (batch no. 827927) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bladder operation on (B)(6) 2011, gallbladder removal in (B)(6) 2010, thermal ablation in 2006, fibroids, cough, anemia and menstrual disorder. Previously administered products included for an unreported indication: diflucan. Concurrent conditions included back surgery since 2016, stress urinary incontinence, urethral hypermobility, transobturator tape sling, vaginal bleeding, d & c, vaginal odor, yeast infection, urine incontinence, spotting menstrual, abdominal pain lower, nausea, suprapubic pain, vaginal discharge, vaginal itching, vaginal irritation, vulva disorder, pruritus, hypothyroidism, sacroiliitis, painful hips, back pain, vulval candida, spondylosis, urethral pain, dysuria, ulceration of vulva, back surgery, squamous cell metaplasia, uterine fibroid, ra, diverticulosis, benign neoplasm, menses irregular and sexually transmitted disease. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), uterine infection (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pain/chronic pelvic pain") and infection ("infection"). The patient was treated with surgery ((B)(6) 2011(removal misplaced essure & ablation (B)(6)2019 (hysterectomy, bilateral salpingectomy and novasure ablation (in 2012)). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, embedded device, device expulsion, endometritis, uterine infection, genital haemorrhage, pelvic pain and infection outcome was unknown. The reporter considered device breakage, device expulsion, embedded device, endometritis, genital haemorrhage, infection, pelvic pain and uterine infection to be related to essure. The reporter commented: (B)(6) 2011: dilatation and curettage, hysteroscopy, essure, trans-obturator tape placement. Left side : 2.5 to 3 coils. Right side : 08 coils. (B)(6) 2012: laparoscopic tubal ligation. (B)(6) 2012: hysterosalpingogram: there is evidence of one essure wire, which appears to be at least partially within the uterus in the region of the left side of the fundus date(s) ofessure - on (B)(6) 2011 - hysteroscopy, removal of misplaced essure insert and novasure ablation. On date (B)(6) 2019 laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2018: findings: the linear metallic foreign body in the left side of the pelvis represents fragment of the essure. Computerised tomogram abdomen - on (B)(6) 2012: impression: features consistent with malpositioned iud. No inflammatory process or obstruction identified currently; on (B)(6)2018: findings: pelvis: large heterogeneous uterus likely contains fibroids. Opaque structure in the uterus is consistent with an iud with the left-sided arm extending near the serosal surface of the uterus and this may be malposition and within the uterine wall. Impression: wall thickening involving a segment of the proximal sigmoid colon for which diagnostic considerations include diverticulitis and/or colitis. No abscess is apparent. There are a few distended small bowel loops which may represent an ileus. Mild prominence of the common bile duct though this may represent chronic post cholecystectomy ectasia. There are one or 2 punctate kidney stones bilaterally. Fibroid uterus is suspected. Iud in the uterus which appears to be malpositioned.. Computerised tomogram pelvis - on (B)(6) 2012: CT abdomen-pelvis w-cnt: history: abdominal pain. Impression: features consistent with malpositioned iud. No inflammatory process or obstruction identified currently.; on (B)(6)2018: impression: the endometrium is not well discerned. The ovaries are not seen. Fibroid uterus. Segments of the iud are visualized and there are findings suspicious for malposition of the iud. There is concern for myometrial extension of the left arm of the iud to near the serosal surface; on (B)(6) 2018: findings: there is an essure occlusion device seen in the left uterine fundus. Conclusion: multiple uterine fibroids. Essure occlusion device in the region of the left uterine fundus.. Human papilloma virus test - on (B)(6) 2016: cervical high risk (B)(6). Hysterosalpingogram - on (B)(6) 2011: malpositioned essure wires as described above. Free spillage of the contrast from the left fallopian tube. Limited visualization of the uterus. Pathology test - on (B)(6) 2011: final diagnosis: endometrial curettings: cervical mucus, blood, minute fragment of metaplastic squamous mucosa and additional very small fragments of crushed endometrial stromal-type tissue. Insufficient endometrium for adequate histopathologic evaluation. Spinal x-ray - on (B)(6) 2016: impression: patient is status post anterior lumbar interbody fusion from l5 to s1 using an anterior bracket and screw construct. Mild degenerative changes involve both sacroiliac joints and the symphysis pubis. Mild bilateral hip joint degenerative changes are noted. There is rotatory levoscoliosis of the lumbar spine with associated degenerative changes of the lower lumbar spine. There is a 2.3 cm linear density seen projecting over the left sacrum, of unclear clinical significance; on (B)(6) 2016: impression: no evidence of complication following recent acdf at l5-s1; on (B)(6) 2016: impression: no evidence of complication following recent acdf at l5-s1. No change compared with (B)(6) 2016.; on (B)(6) 2016: impression: no evidence of complication following recent acdf at l5-s1. No interval change compared with (B)(6) 2016. X-ray of pelvis and hip - on (B)(6) 2018: history: back pain. Findings: fragment of the essure is noted on the left side of the pelvis which is a measure approximately 29 mm in length. Calcified pelvic phleboliths are noted. Metallic hardware is present in the lumbosacral region. There are no significant degenerative changes and there is no suspicious bone lesion. Conclusion: fragment of the essure measures 29 mm in the left side of the pelvis. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records irregular menstrual, pain. Device breakage, device embedded. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.